Event description:
It was reported that the lead exhibited high thresholds. A lead revision was scheduled. The lead remains in use. No patient complications have been reported as a result of this event.